Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no alarm¿. The unit was triaged and the customer¿s reported condition was confirmed. Visual inspection found the crimps in the speaker wire connection did not hold the outer insulation of the wire and the internal wiring was starting to fray. Further inspection of the main printed circuit board (pcb) found corrosion and board flex on the corner where the pip pcb is connected. Returned speaker was connected to a test unit and found to function properly. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-03.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no alarm.